Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally it was reported that the pump battery was depleting quickly. Additionally, it was reported that the battery gauge was intermittently fluctuating. Blood glucose was not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement arrives.